Event description:
The customer requested for the unit to be inspected. The manufacture's service technician inspected the device and found a code in the diagnostic log history indicated the occurrence of a restart of the ventilator. The customer reported that the unit was not in use. The manufacturer's service technician was unable to duplicate the reported event during testing of the unit. The service technician replaced the cpu board and sensor board per tech support recommendation . Performance verification testing was completed and tests passed per operating specifications.